Manufacturer narrative:
No patient injury or harm was involved in this case. The pump was tested to full specifications on 06/23/2016. User reported alarm failure was not detected. The pump operated within all specifications as designed. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016.

Event description:
The customer reported "brake does not work fluid runs right through".